Manufacturer narrative:
This medwatch (8020893-2017-06775) is a duplicate report and was inadvertently submitted. The event was captured under (8020893-2017 -07008) and was submitted on 2017-07-18. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator stopped working; had no power. It was reported that the ventilator smelled like burnt rubber. The patient was placed on another ventilator and there was no harm to the patient. A technical support engineer (tse) discussed the issue with the customer over the phone and the power supply part number was provided. The customer was to call back if further assistance was needed. Medtronic/covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.